Event description:
Procedure: lap gastric bypass. Roportedly, a surgeon brought a pt back to surgery during january to excise an abdominal wall mass. The pt was a bariatric pt who had laproscopic gastric bypass in the fall of 2005. Upon examination of the mass, pathologists found a piece of foam. The mass was located at the port site where he uses the balloon port. The surgeon felt the foam piece may have come off of the balloon port.